Manufacturer narrative:
Examination of the returned devices could not confirm the infection. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required for the reported screws were not provided. A search of the complaint database found no prior reports for the plate part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
User facility report states: patient noted redness and tenderness at healing incision site for a couple of days prior to coming to emergency department 2.5 months later. Patient returned to surgery few days later for excisional debridement left proximal tibia, removal of hardware (lateral tibial plate) and placement of antibiotic spacer left leg due to infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.